Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the specification, deformation, crease fold, and white particles. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not ruptured and no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.